Event description:
It was reported that during a lap colectomy procedure, there was an air leak between the white housing and clear housing. Another device was used to complete the procedure. There was no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good condition. A leak test was performed and no anomalies were noted. It could not be determined why the device reportedly malfunctioned. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were able to check manufacturing records for any related non-conformances.